Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation ¿ single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The cause of the reported difficulty visualizing the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, imaging was difficult. 2 triclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment(slda) from the septal leaflet. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, imaging was difficult. 2 triclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment(slda) from the septal leaflet. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects reported.